Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt, the atrial lead dislodged multiple times. The lead was not implanted, and was not replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant attempt, the atrial lead dislodged multiple times. The lead was not implanted, and was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal conductor was distorted (over- rotation), the outer insulation was breached/cut, and blood was found on the distal end of the electrode. The lead appeared to have been damaged at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.